Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: a2, b7, g3, g6, h2, and h10. This issue is not occurring at present nor has recently occurred. Patient initials are k. F.he event occurred when using erbe for cauterization in the bowel. Name of the procedure is esophagogastroduodenoscopy (egd). The procedure was both therapeutic and diagnostic. The procedure was completed with an unspecified delay using the same device. The patient did not need additional anesthesia. A user medwatch 0502420000-2021-8009 has been submitted for a later event for this device for the same issue. This is captured in medwatch with patient identifier (B)(6).

Event description:
As reported in the user medwatch, during an unknown procedure the image on screen was lost when an erbe device was used for cauterization. The screen was flickering on and off. There is no reported harm or adverse impact to the patient.

Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Manufacturer narrative:
The device is not returned as there is no issue at the present time per the customer. As such, an actual device evaluation is not performed. An evaluation is done based on historical records and communication. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h3, h4, h6, and h10. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. There is no device repair history; the device has not been sent in for repair. The root cause cannot be conclusively determined. However, the phenomenon occurred when using non-olympus electrical cautery. The instruction manual states that image loss may result if using non-olympus electrical cautery. The phenomenon is possibly attributed to impacts of high frequency noise generated from cautery. The phenomenon this time can be considered to be caused by user handling as the user used non-olympus electrical cautery. The instructions for use includes the following statements: the following descriptions were confirmed in the instruction manual. Important information ¿ please read before use warnings and cautions before using high-frequency electrosurgical equipment, make sure that any signal noise emitted from the equipment does not affect the observation of the surgical procedures. If high-frequency electrosurgical equipment is used without such confirmation, patient injury may result.